Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from omsi, there was the possibility that this phenomenon was attributed to the accidental failure of the converter due to the accidental failure of the parts because about four years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to omsi. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed the user that during the routine inspection at the user facility the examination lamp of the subject device did not work. During the incoming inspection for repair at olympus medical systems india (omsi), it was found that the examination lamp didn¿t light up however the emergency lamp lit up due to the failure of the converter unit. There was no report of patient injury associated with the event.